Manufacturer narrative:
(B)(4) as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics (drug names, doses, routes, durations, and frequencies not reported) for peritonitis. At the time of this report the patient remained in the hospital and dianeal therapy was ongoing. The patient's recovery status was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that pd therapy was ongoing at the beginning of hospitalization, and was discontinued at a later date (unspecified). At the time of this report, the peritonitis event was resolved. Should additional relevant information become available, a supplemental report will be submitted.